Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seal intact and no other signs of external damage. The reported issue of flash memory post was found at power up. The cause of the reported issue is the main board does not operate as intended, no visible damage. Repairs done to correct problem is replaced main board. Performed power up process, preventive maintenance and all functional test passed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of the service history found the device had not previously for service and no indication of a service issue during the inspection.

Event description:
It was reported that there was a system failure with the flash memory during the pre-operational start up test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
B5: additional information received on 14-october-2022 via email and attached to complaint object: no patient involvement. Error occurred during routine maintenance.h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.